Manufacturer narrative:
There is no indication at the time of this report that the lens has been explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that post implantation of a zxr00 intraocular lens (iol) in each eye of a male patient, he experienced glare, halos and starbursts. Both lenses remain implanted. No further information has been received. This report represents 1 of 2 lenses implanted. A separate report is being filed for the second lens.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) remains implanted; and therefore, not available for investigation. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records could not be performed as the serial number of the lens was not provided. Labeling evaluation: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the investigation results, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.